Event description:
On (B)(6) 2013, a patient was implanted with click-x at l3-l4 to extend a previous construct (l4-s1) due to adjacent level disc disease. The patient returned to the surgeon for an 8-week follow-up appointment. During follow-up, x-rays revealed that the unilateral (right side) rod had migrated cranially. Patient is meeting with the surgeon on (B)(6) 2013 to discuss treatment plan. The surgeon intends to remove/revise the migrated rod at l4, date not specified. Anticipated future treatment for the patient is unknown at this time. This report is for two unknown click-x 3-d heads. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.